Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) between 20 and 30mg/dl with shakiness and unsteadiness when standing and walking. The patient was reportedly unable to get out of bed and was scared. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the low bg. The patient reportedly remained on the pump. The reporter noted that the pump¿s time and date settings reverted to default settings what the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error in incorrectly verifying the pump¿s time and date settings.

Manufacturer narrative:
The alleged time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.